Event description:
It was reported that the nurse in the intensive care unit (ICU) attempted to remove the dressing from the triple lumen catheter already in place. In doing so, the catheter broke. It was noted there were no scissors used at the site. Additional info received on (B)(6) 2011 stated, the catheter was sutured to the pt and a statlock was attached. The nurse noted, the statlock was disconnected when removing the dressing and the catheter "snapped." The nurse immediately clamped off the line and the physician placed a new catheter femorally for the pt. There was about an hour delay in treatment with no harm to the pt, no pt death and no pt complications were reported. The pt outcome was okay.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.